Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message during the load process. Reportedly, after 3 tries the customer was able to successfully load the cartridge onto the pump. Customer's blood glucose level was not impacted. In addition, it was reported that the customer received another cartridge error message 3 days later on (B)(6) 2016 during the load process. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was not impacted. Customer stated that they will continue to use the pump for insulin therapy.